Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, no defect was found. Voltage testing was performed and failed. The reported event of loss of connection was undetermined. The probable cause could not be determined.